Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 136 mg/dl. Customer states insulin was squirting out during the fill tubing process. Customer states screen was readable but sometimes there are black dots. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment or partial display anomaly during test. Insulin pump received with missing end cap sticker.